Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: a review of the pump¿s black box showed one cs 078 call service alarm. During testing, the pump successfully completed the rewind, load and prime steps with no alarms or warnings. The pump was exercised for 24 hours with no call service alarms occurring. The complaint of the call service alarm issue was shown in the history but was not duplicated during investigation.